Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing records were reviewed and no complaint related issues were found.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on november 29, 2012 surgeon was performing a procedure for a distal radius fracture. After re-positioning and installing the plate, the surgeon drilled through the guiding block and quick drill sleeve. Next, he inserted a locking screw through the guiding block and locked the va locking screw in the distal row ulna hole. It is reported that the insertion felt abnormal to the surgeon. Surgeon noticed that the screw was not locked and had penetrated through the hole of the plate. Surgeon had to remove plate and all other screws in order to get the screw out, because it would not come out through the hole. Surgeon re-inserted the plate and hardware without the locking screw that penetrated through the plate. He chose to use a torque limiter, and procedure was completed. This is 2 of 2 reports for this event.